Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had driveline fault alarms at 0300. It was noted that the patient was overweight. The site replaced both the modular cable and controller to resolve the issue. No additional information was provided.

Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (B)(4) and downloaded (B)(4) for review. A review of the log files showed overlapping events spanning approximately 7 days (B)(6) per timestamp. Events captured on 01jun2021 occurred during testing at abbott labs. Intermittent driveline power fault alarms were active on (B)(6) 2021 from 03:01:25 ¿ 10:42:30. These alarms were active when the driveline was connected due to a power a open fault (pwr_a_broken). When the alarm first become active, the current sense on line a was 0.003 and the current sense on line b was 0.203. The alarm resolved after the driveline was disconnected on (B)(6) 2021 at 10:42:30 for system controller and modular cable exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned heartmate 3 system controller was functionally tested and passed all tests. The controller was connected to a mock circulatory loop for an extended period of time without any issue. Further analysis of the controller was performed with the returned modular cable. The controller was connected to a power module, mock loop, and had the modular cable connected to the mock loop instead of the test cable that was used during initial testing. The returned cable and controller were allowed to run for an extended period of time without any alarms activating. The modular cable was manipulated by hand and no alarms activated. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-03007 and 2916596-2021-03008.